Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 600 mg/dl at the time of event. Customer stated that their blood glucose meter was not connecting to insulin pump after receiving new insulin pump. Customer stated that they need to check suspend on low alert and it causing them high blood glucose. Customer was assisted with insulin pump programming. The device will not be returned for analysis.